Event description:
Event description cpi received information that during a routine implant of an implantable pulse generator (ipg) this bipolar lead appeared to have 'insulation break'. The lead was removed and replaced with a new lead of the same model.